Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins). The reason for call was patient reported that they were not feeling stimulation in their back or left leg. Patient stated that when they first got the stimulator, their right leg was the big problem. Patient said that they felt stimulation in the right leg, but not in the left leg or back. Patient confirmed that they did not have any recent falls or injuries. Patient also said that recently they had more flare ups in their left legs. Patient mentioned that they had sciatica and went to physical therapy and all of a sudden their left hip hurt and stimulation was running down the left hip into their leg. Patient stated they were unsure if the physical therapy may have aggravated the implant area or site. Patient texted manufacturer representative (rep) on saturday and they advised to put on a different group such as a or b. During the call, agent walked the patient through changing groups. Patient was on group b with one program but was unable to access program 1. Patient switched to group a and was also unable to access program 1. Patient commented that the check position in the menu screen wouldn't respond to them. Agent reviewed with the patient that adaptivestim was not enabled. The issue was not resolved. The patient was redirected to their healthcare provider to further address the issue and to meet with a representative in person for some reprogramming to better optimize their therapy. The reason for call was patient inquired if their ins is programmed for their both of their legs and their back or just one of their legs. Patient reported they are having trouble on the left hand side of their leg. Patient stated they had sciatica on their right side and went for physical therapy and somehow doing the exercises must have aggravated the left side. Patient reported the left leg has been bothering them for probably about a week and a half to two weeks. Patient stated they texted manufacturer representative (rep) yesterday about this, who told them they thought both legs were programmed, but the patient isn't sure what their programming is. The patient was redirected to their healthcare provider to further address the issue.